Manufacturer narrative:
Investigation completed 11/15/2017. One box containing five (5) bags was received. In total, nine (9) units were received disassembled and parts were distributed among the five (5) bags. Sample bag #1 contained one (1) device. ¿ the pointer was missing, but the pointer¿s base was still attached to the IV pole bracket ¿ both pointer-brackets were loose (loose screws) ¿ graduated rail was in place, but loose also (loose screw) ¿ locking screw (holds device to IV pole) was in good condition sample bag #2 contained one (1) loose graduated rail and three (3) IV pole brackets (without the graduated rails). ¿ IV pole bracket #1 o the pointer was missing, but the pointers¿ base was still attached to the IV pole bracket. O locking screw was bent. ¿ IV pole bracket #2 o the pointer was bent about the distance where it rests on the pointer bracket. It was broken at the third segment of the pointer (each pointer has 9 segments). The pointer wobbled on its base (loosened). O locking screw was in good condition. ¿ IV pole bracket #3 o the pointer was broken at about the distance where it rests on the pointer bracket. The piece still on the IV pole bracket wobbled in its base (loosened). The screw that holds the antenna is loose. O one (1) pointer bracket was loose, the other was missing (the screw was inside the bag, but not the bracket) o locking screw was bent. Sample bag #3 contained six (6) rails and two (2) pointers. ¿ one (1) pointer was broken at the base (1st segment) and at the other end (at the 6th segment). ¿ the other pointer was pulled from its base. ¿ both pointers were bent. Sample bag #4 contained six (6) sliding brackets, three (3) broken pointers, four (4) IV pole bracket. ¿ sliding brackets ¿ no observations except that one was missing a screw. ¿ three (3) pointers: all three (3) pointers had indentations or were broken at about the distance of the pointer-brackets (where the pointer rests). 1. Broken at both ends ¿ at the 1st segment and segment 7. 2. Pulled from its base; only the 1st segment was present ¿ didn¿t seem to be broken as the others, but pulled off or separated from the rest of the pointer. The missing section was not included. 3. The pointer was complete, but pulled from its base. ¿ IV pole brackets (4): o six (6) out of eight (8) pointer-bracket screws are loose (one (1) was completely unscrewed). O three (3) out of the four (4) locking screws were bent. Sample bag #5 contained one unit: ¿ sliding bracket was missing (most likely included in bag #4). ¿ pointer was broken graduated rail screw was missing. ¿ pointer-bracket was loose; the other was missing. ¿ locking screw was bent. No lot number was provided by the client; therefore, no DHR review was possible. Upon review of integra's complaint system from august 2015 ¿ september 2017, this is the sixth complaint (including ¿pointer¿, ¿pointer brackets¿, and ¿locking screws¿ situations) from chu de bordeaux for the pole mount product family. There are no other related complaints in the reviewed period outside from these. The complaint occurrence rate of approximately (B)(4). The most probable cause for the pointer detachment from the base is user related. The indentations observed on the pointers are indicative of some kind of impact or excessive force applied to the pointer. Regarding the bent locking screws, it is unknown in what kind of setting is the device being used. It appears to be related to over-torqueing the locking screw. This is product has been in the market for some time with no similar history of problems as the ones being encountered at chu de bordeaux. These many and different type of events from one facility only are most likely related to product handling (a user related root cause).

Event description:
On (B)(6) 2017, it was reported that the device was too weak and about 10 units were broken; the antenna to maintain level broke, main screw to fix the IV pole torn, and several small crews lost. As a consequence, the drainage bag could not be fixed correctly and fell during transport. Repetitive incident reported. Clinical consequences were inefficient drainage, necessity to change the drainage bag when it fell (hydrophobe filter on the line wet which increased infectious risk for patient due to several manipulation), increase of time to take care of patient and impact on care organization.